Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was experiencing low pacing impedance. The rv lead was explanted and replaced with alternate rv lead. The patient's condition was stable.

Manufacturer narrative:
Correction: section b5 - should have said "it was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right ventricular (rv) lead was experiencing low pacing impedance. " rather than "it was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the right ventricular (rv) lead was experiencing low pacing impedance. "

Event description:
It was reported that the patient presented in the clinic for a follow up. Interrogation showed that the right ventricular (rv) lead was experiencing low pacing impedance. The rv lead was explanted and replaced with alternate rv lead. The patient's condition was stable.